Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched alarm which was caused by the force required to close the doors being higher than expected. If not applied, the door would alarm door not fully latched. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly alarmed door not fully latched. It was also reported that there was no pt injury.